Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced uncomfortable stimulation in the right arm on (B)(6) 2015; this was not needed as stimulation was only needed for the left arm pain. The event was related to the device or therapy, specifically to programming, but not related to implant procedure. The device was reprogrammed on (B)(6) 2016 and the event resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the uncomfortable stimulation in the right arm was the programming as reprogramming resolved the event. The patient's baseline weight was also reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A clinical note of the healthcare professional of the clinical study on (B)(6) 2016 reported the patient had been feeling buzzing in her right upper extremity as well which was uncomfortable since she did not have pain in that arm. Per the principal investigator, the event occurred during a programming session so that program was avoided.